Manufacturer narrative:
Further information has been requested of the initial reporter regarding: any section with ni. To date, no additional information has been received by apollo. Device labeling addresses the reported event as follows: precaution: it is the responsibility of the surgeon to advise the patient of the known risks and complications associated with the surgical procedure and implant. Care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system "did well until recently when [patient] noticed a sudden loss of effect. [Physician] performed a band adjustment with contrast under x-ray screening and identified a clear leak from the band tubing, about half way along its length and well away from the port. [Patient] will need this repairing, and physician plan was to laparoscope to find the part of the tubing where the leak is, excise it and reattach the tubing." Device remains implanted.